Manufacturer narrative:
Report # mw5063912. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 animas was notified that the patient experienced ¿very high¿ blood glucose (bg) and ¿very low¿ bg at times due to the display being difficult to read in sunlight. No bg values or signs or symptoms were reported, and there was no indication of medical intervention. The reporter stated that the patient was unable to set temporary basal rates or bolus during outdoor activities due to inability to see the display screen. The alleged bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation that the user was unable to read some or all of the information on the screen which may result in over or under delivery.